Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was discarded and not available for evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A non-conformance search was performed for this part (223750), lot(l193697) combination and no non-conformances were identified. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened, and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: 1221934-2018-55794.

Event description:
It was reported that during an acl repair the surgeon tried to use speed trap, but 4 of the devices malfunctioned. There are no patient consequences. The information being submitted for this complaint all the details that are known/available regarding this event. Additional information received on 12/14/18, from sales representative stating: the facility name and address. The product being reported was being used during an acl reconstruction. The failure with the (2) product code (B)(4) - suture pulled off the plastic part of device before it could be fully pulled onto the graft. The procedure was completed by using the arthrex fiberloop there were no delays or patient consequences.